Manufacturer narrative:
The event occurred in (B)(6). Occupation ni equals lay user/family member.

Event description:
The customer complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to the coaguchek xs meter results in the emergency room. The serial number of the meter from the emergency room was not known. This medwatch will cover the unknown strip lot. For strip lot 32264115 refer to the medwatch with patient identifier (B)(6). At 12:00 the result from the customer's meter was 4.5 inr. Within about one and a half hours, the meter result from the emergency room meter was 2.9 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.